Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. In addition, it was reported that the customer has to wiggle the usb cable to have the pump register that the pump is charging and the battery depletes quickly. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.